Event description:
I had the essure procedure after the birth of my last child in 2010, ever since then I have had heavy menstrual cycles, severe headache, back aches, nauseous, light headed, dizziness and at some instances fainting. And severe cramping where the coils are located. I've been to the hospital and they can't locate any problems with my body, I have also suffered from bacteria infections since the day this has been implanted, I have asked the doctor to remove the device and they say they are unable to. I am desperate for some help. I'm always fatigue and takes me a lot to get through a full work day completely miserable.